Event description:
It was reported the device was leaking. No patient involvement reported.

Event description:
Additional information received via email 20-dec-2021. Event date updated. No patient involvement.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. B5 d5 h6 this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure and tank cover. Outdated printed circuit board (pcb) and power switch. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the report issue was found to be wear and tear from use of the drain tube and overtightening the screws in the tank cover by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.